Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left cubital vein with a 6f non-bsc sheath. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left brachial artery. After a 0.018 non bsc guide wire was crossed the lesion, a 9x4mm mustang balloon catheter was advanced, however, the balloon catheter was unable to cross the lesion. The device was removed and exchanged with a 6x4 sterling¿ balloon catheter which also unable to cross the lesion. The physician removed the 6x4mm sterling¿ balloon catheter and dilated the lesion with a 3x2mm sterling¿ balloon catheter. Additional dilatation was then performed with the same 6x4mm sterling¿ balloon catheter; however, on the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with dilation of a 8x4mm non-bsc balloon catheter at 22 atmospheres. No patient complications were reported and the patient's status was good.